Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, gastric sleeve was a very clean procedure with a device. On the second day the patient was brought back to the or (operating room) for exploratory laparoscopy due to blood in the abdomen. After inspection, they determined that there was bleeding from a short gastric on the greater curve. A device was used to apply energy and stop the bleeding. There were end tones heard, but no regrasp alert. Patient extended hospitalization for 4 days. Blood lost of over 500cc and they required blood transfusion due to intra-abdominal hematoma.